Event description:
Customer reportedly obtained results of 39 mg/dl and 150 mg/dl on the compact plus system within 10 mins. Customer was given milk with syrup in response to results and symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.